Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was confirmed. The difficulty to remove is related to case circumstances and cannot be replicated in a lob environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties and the subsequent treatment appears to be related to procedure circumstance. In this case, it is likely an interaction with the vessel displaced the foot during closure inducing the difficulty to open or close and the difficulty to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after carotid angiogram diagnostic procedure using a 5f sheath. Reportedly, there was difficulty closing the foot plate completely. The footplate was eventually closed and removed with some resistance. A new prostyle device was successfully deployed and the knot advanced (worked as intended); however, complete hemostasis was not achieved. Manual compression was then applied for an hour to stop the bleeding. It was reported that the sheath hole size appeared larger due to the device manipulation [first device]. There was no reported adverse patient sequela or clinically significant delay in the procedure. No additional information was provided.